Event description:
A zoll logistics employee contacted zoll customer support on (B)(6) 2012 to report that a (B)(6) male pt passed away on (B)(6) 2012. The pt¿s son informed the zoll logistics employee that the pt was in the hospital, his death was cardiac related, and the pt was not wearing the device at the time of passing.

Manufacturer narrative:
Device eval summary: upon reviewing the pt¿s download data it was revealed that the pt removed the device on (B)(6) 2012 due to comfort issues. The pt¿s son informed a zoll logistics employee that the pt was in the hospital, his death was cardiac related, and the pt was not wearing the device at the time of passing. During the time the pt was wearing the vest, no abnormal flags were detected. The pt was not wearing the device at the time of death.